Manufacturer narrative:
The subject device has not yet been received for evaluation, however, photos of the broken device was provided. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the vizishot flex broke off while puncturing a hilar lymph node. The needle was subsequently retrieved from the patient. There was no injury to the patient . The device was used with scope model bf-uct190. The device was replaced and the intended procedure (punctuation of a hilar lymph node) was completed using a similar device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section d4 was corrected with information that was inadvertently left out of the initial report. Sections d9, h3, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation from the images that were provided, it is likely that the needle had broken off. The device sheath had blood within, and the distal hypotube was present. There was a slight bending of the sheath and detached needle portion. The observed failure is a known phenomenon likely resulting from the device experiencing excessive resistance. Since the device was not returned for evaluation, the definitive root cause of the broken needle could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.